Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The "gas loss" alarm sounded from the pump about 30 minutes after the iab was inserted. No blood was visualized in the tubing and the gas alarm was overridden. Blood was noted in the tubing 26 hours after the iab was inserted.